Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an internal energy error during refractive ablation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During a onsite visit the fse (field service engineer) analyzed the log files: the user calibration of equipment was done when the air inside the surgery room was not totally pure. Then the value of the internal energy during energy check and ablation test was close to the limit (20%). Surgery was done immediately after the operator finished the mandatory tests. The condition of the air inside the surgery room did not change, during the ablation process the message appeared again. The root cause is the operating/ambient condition of the surgeon room. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the treatment was completed to 100 percent and there was no patient harm. The user performed calibration of the equipment when the air inside the surgery room was not pure. The surgery was completed immediately after the operator finished the test. During the ablation process the internal energy message appeared and the condition of the air inside the room was unchanged. Two hours later the laser system was normal and the internal energy went back to normal values following an additional energy check.